Event description:
It was observed that during the device evaluation, the camera head experienced a deteriorated coupler mount, an uneven and imporper color tone of the image, and poor watertightness of camera unit. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to poor watertightness of camera unit, the color of the image is uneven and improper. In addition, based on the results of the investigation, a definitive root cause for the malfunction "coupler mount is deteriorated" and "poor watertightness of camera unit" could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.